Event description:
The customer reported blood fluid on top of the tube caps and clear fluid within the unit involving unicel dxh 800 coulter cellular analysis system. The customer stated 100 milliliters (ml) of fluid leaked and contained within the unit. Beckman coulter customer technical support (cts) advised the customer to use proper personal protective equipment (ppe) prior to troubleshooting. Beckman coulter cts had the customer flush the probe waste chamber with 50% household bleach at the probe rinse cup. The customer performed drain vacuum chamber and drained the probe waste but was unsuccessful. No patient results were impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) observed a fluid leak at the rinse block. The fse determined there was no vacuum at the rinse block and replaced valve vl 340 and flushed the probe waste chamber using warm water and household bleach. The unit conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).